Event description:
It was reported via repair work order that the bed had no power due to the power cord being unplugged from the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results which determined the power cord was unplugged from the bed. The loss of power would have resulted in the lift being stuck in the position it was at at the time the power cord was disconnected.

Event description:
It was reported via repair work order that the head end lift was inoperable and may have been stuck in an elevated position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.